Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information recieved notes additional instances of oversensing. Programming changes were made. The patient was stable and asymptomatic.